Event description:
The customer reported low suction with her pump in style breast pump. She indicated that when she turns the pump up to the highest level she has little or no suction. She also indicated that she was diagnosed with mastitis.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2013, the customer indicated the pump was losing suction and that she would turn the pump up to the highest level without success. The customer was diagnosed and treated for mastitis on (B)(6) 2013. The product involved in the complaint was not returned for evaluation/ investigation. Therefore, no conclusion can be made as to the cause of the event at this time. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breast-feeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up will be filed at that time.